Manufacturer narrative:
(B)(4). Batch # r58m15. Device evaluation summary: the analysis results showed that the tx30b device arrived with no apparent damage with a reload loaded on the device. The reload was returned void of staples. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: just for clarification, was the cartridge found missing staples prior to the device being fired? Or was the device fired and no staples were delivered? Response: the latter.

Event description:
It was reported that during a sigmoid resection procedure, there were no staples in cartridge. No harm to patient.